Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 6 and alert data error issues were verified, but the settings time issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption and the pump date was incorrect, cause was unknown. Customer's blood glucose level was 120 - 175 mg/dl. A replacement pump was sent to resolve the issues.